Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device disposition was unknown by reporter. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a primary shoulder arthroscopy labral repair procedure, as the surgeon went to pass the suture, the tip of the ar-4068-90 suturelasso broke off. The rep stated the surgeon spent approximately 90 minutes trying to retrieve the broken tip but was unable to remove the fragment due to severe swelling. The surgeon closed the patient and scheduled a second surgery to remove the broken fragment and to complete the repair. The second surgery was scheduled for (B)(6) 2019 and will be reported under case (B)(4).

Manufacturer narrative:
Complaint confirmed, the device received was missing the tip. Evaluation shows the tip broke off without damaging the weld. The fracture area shows signs of plastic deformation due to a mechanical load, such that can be caused by prying/leveraging the device.